Event description:
Kcentra 1000 unit vial dispensed for use. While reconstituting, it was found that the blue portion of the vial adapter used to facilitate vial to vial reconstitution was not working. Pharmacist assisted rn with troubleshooting and was unable to resolve issue with included reconstitution devices. Medications were manually drawn up using a syringe/needle and ultimately administered successfully to the patient. Intent is to report a malfunction with the included vial to vial reconstitution adapter provided by the manufacturer with the medication.